Manufacturer narrative:
The device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported event as no patient identifier was provided . No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: not available omnipod software app version: not available operating system: not available hardware: not available cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
A medwatch report was received indicating that the patient experienced the omnipod 5 system continuing to administer insulin when blood glucose levels fell below 60 mg/dl. The patient noted that their blood glucose levels dropped to 46 mg/dl. Unfortunately, no further information can be gathered as patient identifiers were not provided.